Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. After deployment of the closure device, before release, a thrombus was noted by the threaded insert of the device. Heparin was given before transseptal puncture (tsp). Ranging active clotting time (act) 350+ was run 5 minutes after heparin. The closure device was not titled, no leaks or jet. The imager said it looked like three uniform potential clots estimated at 1.2mm on the threaded insert after release. The patient was kept overnight post procedure for monitoring. There were no further complications reported.